Event description:
The patient reported symptoms of a constant thumping sensation on their left side since implant of their cardiac resynchronization therapy - defibrillator (crt-d). It was reported that the patient was brought in to the clinic and adjustments were made to the device settings in order to resolve symptoms of extracardiac stimulation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62, implantable tachy lead, (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013; 429688, implantable pacing lead, (B)(6) 2013. (B)(4).